Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that battery depleted was recorded in history. During analysis, pump was powered and showed 100% capacity on battery, but when ac power cord was unplugged pump went into battery depleted. It was noted that battery was not operating as intended. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that the battery of a smiths medical medfusion pump depleted when battery was reading 100%. No patient consequences were reported. No adverse effects were reported.